Manufacturer narrative:
Concomitant product: bd 60ml syringe of morphine, lot# 160420244m, expiration ¿ 05/11/2016; therapy date (B)(6) 2016. The customer¿s report that the device was not communicating and was shut off was confirmed. Analysis of the event log indicates that on (B)(6) 2016, morphine pca was infusing and 6 doses had been delivered from 10:34 am through 11:42 am. At 11:58:46 the pca module lost power and a channel disconnect alarm occurred. The event log showed that the pca remained idle and was never reprogrammed or restarted after this loss of connection. Eleven subsequent dose requests were not delivered. Visual inspection showed corrosion on both pcu iuis. Both pca iuis showed contamination and the left iui was missing one of the two contacts for power, with the remaining power contact corroded. Functional testing resulted in no failures; extensive infusion testing was not able to replicate the channel disconnect. The proximate cause of the device shutting off was a channel disconnect event. The root cause was not definitively determined but was most likely the damaged iuis on both the pca and the pcu devices.

Event description:
The customer reported that morphine pca was infusing properly at 1230; the infusion was discovered at approximately 1330 to have stopped with a "system noncommunicating" error message. The module was lifted and snapped back in place; the infusion continued. At 1430 the module was again discovered to be off. The morphine syringe was reported to be "at the same amount." The history had been zeroed out so was not available to confirm the amount that had infused. There was no patient harm.